Event description:
We are continuing to see a problem with the use of the slide clamp with this device. The slide clamp is used to reduce the potential for syringe manipulation and to administer other medications through the IV line. Hospira has received reports of improper use of slide clamp and issued a device correction notice in august, 2012 and an updated device correction notice in february, 2013. Despite these, problems with the device continue to occur. Failure to close clamp can result in over delivery of narcotic meds. Staff closes the clamp to change the syringe or give another medication in the IV line. Staff must rely on memory to re-open the clamp. When the clamp remains closed, the patient can press the pca button to request a dose, but it is not delivered. Likewise, if the pca is set on a continuous infusion mode, the medication will not be delivered if the clamp is closed. The pca pump does not alarm there is an occlusion. When the clamp is opened, the medication from the pca syringe then squirts out; therefore, it is possible that the patient could receive an unintended bolus of narcotic medication. This device is used across patient populations including children and adults. In addition to pca intravenous narcotic delivery, this machine also can deliver narcotics to the epidural space. A bolus of narcotic medication in the epidural space as well as intravenously could have serious adverse effects on a patient. We have not had any patient harm with this device. We have notified the manufacturer and have been told that there are ongoing issues with the device. This report represents all devices at our facility: there are over 100 such pumps.======================manufacturer response for pca pump, lifecare pca (per site reporter).======================ongoing issues with hospira pca pumps.what was the original intended procedure?na.